Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer's blood glucose level at the time of incident was 68mg/dl. The customer's most current level was 130mg/dl. The customer states they treated the low with food. Troubleshoot was conducted. The customer was advised that their settings may need some adjusting. The customer was advised to monitor the device and call back if issues persist. The customer also mentioned a previous hospitalization for high blood glucose level of over 600mg/dl. The customer states the paramedics were called. The customer states they had passed out and broken a hip and had surgery. The customer states they did not know they needed to call about the incident. No further assistance provided at this time.